Event description:
It was reported that the user experienced intermittent bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, resulting in signal loss to the ilet while blood glucose values remained unaffected, troubleshooting included toggling sensor settings, restarting the ilet, and advising a pairing window of up to 30 minutes. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on therapy requiring medical attention and no hospitalization. User support included troubleshooting and education to re-establish the cgm-to-ilet connection. Investigation of this case revealed a communication disruption consistent with cgm signal loss to the ilet without hardware damage or sensor failure, and the device components implicated were the cgm communication interface and bluetooth connectivity pathway. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue attributable to external or use-related factors.